Manufacturer narrative:
No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a blister on the downstream sensor. No patient injury was reported.

Manufacturer narrative:
D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional testing was performed. Visual inspection results found that the device tamper seal was missing. Functional testing results found an air bubbled downstream occlusion sensor seal. Results: the customer problem was duplicated. The downstream occlusion sensor seal will be replaced. Root cause of the reported problem, a bubbled sensor seal, is unknown. A non-conformance report ncr has been created related to this issue and the investigation is ongoing. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number. 2120.